Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6347562, medical device expiration date: unknown, device manufacture date: 2017-02-01; medical device lot #: 7121522, medical device expiration date: unknown, device manufacture date: 2017-07-12; medical device lot #: 8037754, medical device expiration date: unknown, device manufacture date: 2018-03-23." Investigation summary: a complaint history check was performed and this is the 1st related complaint for shelf carton missing expiration date on lot # 7121522, lot # 6347562 and lot # 8037754. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 6347562 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted pertaining to the complaint. A review of the device history record was completed for batch # 8037754 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 7121522 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that while cleaning out shelves it was discovered that the expiration is not printed on boxes with a bd ultra-fine¿ insulin syringes 3/10ml. The following information was provided by the initial reporter: (1 of 3 complaints). It was reported that the medical professional stated, they are cleaning shelves and did not notice expiration date on boxes.